Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited undersensing and oversensing of the electromagnetic interference (emi) from the magnetic resonance imaging (MRI) procedure which caused false ventricular tachycardia (vt) episodes being recorded. Programming changes were made. Patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.